Manufacturer narrative:
Results: preanalytical systems received one (1) photo and two (2) samples from the customer facility for investigation. Based on the evaluation of the photo and samples, bd pas observed an edta tube with a blue hemogard shield. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: based on the investigation, the root cause / potential root cause for the incorrect shield color was determined to be improper line clearance in the molding process as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there is a blue cap on a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube lavender top. No serious injury or medical intervention reported.